Event description:
It was reported that following a percutaneous pair (puncture, aspiration, injection, reaspiration) treatment procedure catheter breakage occurred. The procedure was indicated due to the presence of a hydaid cyst. The initial pair procedure treated an unspecified segment vii lesion in the liver. A vtc/10/k flexima drainage catheter was implanted. The second pair procedure was schedule; however, a large output volume of 500ml of brownish fluid was noted over the past 24 hours and the previously implanted flexima drainage catheter was found almost completely broke at its hepatic segment (10mm in length). A few milliliters (ml) of contrast medium (cm) was injected and a leak through the broken catheter was noted without opacifying the cyst. A non-bsc soft wire was advanced past the damaged segment and a 4f unspecified angio-catheter was advanced close to the tip of the drainage catheter to straighten the catheter before successful removal. A new 10f flexima drainage catheter was inserted to the cavity of the hydatid cyst and the 2nd pair procedure was performed with 10% saline and absolute alcohol injections. 40ml scolicid fluid was injected 3 times and kep for 20-20 minu; the 3rd 40 ml was kept in the cyst. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned and it was cut in multiple sections. Functional and dimensional inspections could not be performed due to unit condition (cut in multiple sections), additionally these sections were returned in an alcohol solution and according with the dfu states: "do not allow alcohol to contact the catheter. Exposing the catheter to alcohol may damage the coating and catheter". The manufacturing batch record review confirms that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a percutaneous pair (puncture, aspiration, injection, reaspiration) treatment procedure catheter breakage occurred. The procedure was indicated due to the presence of a hydaid cyst. The initial pair procedure treated an unspecified segment vii lesion in the liver. A vtc/10/k flexima drainage catheter was implanted. The second pair procedure was schedule; however, a large output volume of 500ml of brownish fluid was noted over the past 24 hours and the previously implanted flexima drainage catheter was found almost completely broken at its hepatic segment (10mm in length). A few milliliters (ml) of contrast medium (cm) was injected and a leak through the broken catheter was noted without opacifying the cyst. A non-bsc soft wire was advanced past the damaged segment and a 4f unspecified angio-catheter was advanced close to the tip of the drainage catheter to straighten the catheter before successful removal. A new 10f flexima drainage catheter was inserted to the cavity of the hydatid cyst and the 2nd pair procedure was performed with 10% saline and absolute alcohol injections. Forty (40) ml scolicid fluid was injected 3 times and kept for 20-20 minu; the 3rd 40 ml was kept in the cyst. No further patient complications were reported.